Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The conditions identified during the investigation were addressed in recall #z-0580-2007 and #z-0581-2007. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations. An upgrade kit was sent to the end customer to address the condition identified in the investigation.

Event description:
On (B)(6) 2011, it was reported that a device did not power on during a rescue attempt. Electronic usage history for the device was received and reviewed. It showed that on (B)(6) 2011, the device did not power on, initially. The device was then powered on a second and third time. In both cases, the device analyzed, charged and then canceled the shock and powered off, reporting a low battery condition.